Event description:
It was reported that the lead was noted to have an artificial curve around the proximal electrode during a procedure. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.